Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision completed on (B)(6) 2021 secondary to pain and discomfort of the knee. Surgeon determined pain was caused by soft tissue stretching that occurred over time. Zimmer implants were explanted and attune crs construct was implanted. The patella, femoral component, and tibial components were left in situ. Doi: (B)(6) 2021; dor: (B)(6) 2021; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received indicated that the knee became unstable, but there were no loose implants.